Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sheath was already broken when the user opened the package. The product was not used in the patient. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker balloon and two photographs. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample and photos. The initial visual inspection of the instrument noted that the sheath did not appear to be properly attached to the cannula. The two photographs received from the account showed the sheath and a slit in the sheath. Engineering verified the device was received with the sheath cover being pulled from the unit, but not completely. The sheath was in the proper orientation. Functional testing was performed and no abnormalities were observed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).